Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2025, the patient was hospitalized for two days due to stoma infection and was on unknown intravenous antibiotics. The nurses cleaned the area and changed the dressing at least four times a day. The patient reported her stoma always looked red with granulated tissue around it with discharge. The patient confirmed cleaning the stoma, bumper, and ports daily, and flushing the j port with 4 syringes daily and g port weekly.